Event description:
The customer reported that this right atrial (ra) lead was undersensing. P-waves were not sensed. They were unable to use the av search due to the lack of sensing. The pt has intermittent heart block and does not require pacing all of the time. The pt has been paced 100% in the right ventricle. It was later reported that the sensing issue had worsened. The caller suspected that the lead had dislodged and was positioned on the valve, but this was not confirmed. A lead revision was performed. The lead was surgically abandoned (capped on (B)(6), 2010) and a new lead was successfully implanted. The lead was actively implanted for approximately 9 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped) and a new lead was successfully implanted. As a result, the lead will not be returned for analysis and the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.